Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from two (2) units during activation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 20 samples for investigation, and all samples were subjected to functional tests for defective locking mechanism and hub collar separation. No defects were observed, as all samples passed the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from two (2) units during activation. No adverse impact was reported regarding the patient or user.